Event description:
It was reported that the customer had an a33 alarm on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer stated that the message appeared, pressed esc and act to clear the alar, however it didn't work. The customer was advised to discontinue use of the insulin pump and follow medical prescription for insulin shots until replacement arrives. No further details given.

Manufacturer narrative:
Unit was unable to prime during prime test due to faulty force sensor due to alarms. All buttons responded properly. No damage noted on keypad traces. The keypad connector on the display board was locked. It was unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. Unit had minor scratched display window, scratched case and reservoir tube lip.